Event description:
Boston scientific received information that this pacemaker declared a battery status of elective replacement time (ert) unexpectedly. The patient was seen three months prior and the estimated longevity remaining was approximately two years. It was stated that this could be related to the increase in right ventricular (rv) lead outputs associated with autocapture as it was reported that the thresholds have increased to greater than 4 volts. The physician was unable to perform lead testing as not all functionality was available. It was believed that this product remained in dual chamber pace/sense mode. The patient's rv lead is a competitor's product. The physician has scheduled a replacement procedure in the near future. No adverse patient effects were reported.

Event description:
Additional information indicates that this patient underwent a revision procedure. Lead testing was successfully performed prior to explant and lead parameters stable expect for a recent increase in rv thresholds. The pacing threshold measurements increased from 1.7 volts to 2.0 volts. The patient's rv lead was surgically capped and replaced along with this pacemaker. No further complications were reported.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
(B)(4). The investigation is on-going. This report will be updated upon receipt of additional details.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was ert. The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared ert earlier than previously estimated.